Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 25 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Evidence reasonably suggests that this fracture caused or contributed to the reported sensing and pacing issues.

Event description:
This report is being filed as the lead was returned and device evaluation has been completed.

Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that this patient presented for evaluation due to palpitations and a feeling of electrical stimulation down her left arm. Review determined that there were episodes of noise, oversensing, inappropriate atrial tachycardia response episodes, inhibition of pacing, and oversensing of the respiratory rate trend (rrt) feature signal on this right atrial lead. High thresholds were noted on the right ventricular lead. The patient was referred to her device following physician. Subsequently, a revision procedure was performed wherein this right atrial lead and the patient's right ventricular lead were explanted and replaced. No additional adverse patient effects were reported. The patient's cardiac resynchronization therapy defibrillator remains in service with the new leads.